Manufacturer narrative:
Product event summary: the proximal portion of the lead was returned, analyzed, and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead helix was not fully retracted during the implant procedure. The rv lead was successfully implanted and remains in use. The lead was returned approximately seven months later after having been returned for an unknown reason. The lead was analyzed and no anomalies were found. Attempts to gain more information about the return were unsuccessful. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead helix was not fully retracted during the implant procedure. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.